Event description:
It was reported that, during a sacrospinous fixation procedure using a capio slim device, after loading the dart into the carrier, the suture was tensioned along the capio handle. After the first deployment, the bullet got caught in the tissue and did not return when the device was withdrawn. The physician has pulled the end of the suture material, which was visibly hanging out of the cavity, but the dart broke off and remained inside the patient. The surgical team palpated with their fingers the cavity but neither of them could feel the dart so they decided to stop as it was causing more severe bleeding. An x-ray was used to locate the dart, but it was decided to leave the dart situ. No patient complications were reported.

Manufacturer narrative:
Block h6: device code a0501 captures the reportable code of dart detachment. Block h11: upon receipt at our quality assurance laboratory, this capio device underwent a thorough analysis. Visual inspection of the device revealed that the cage was totally detached from the device. Additionally, the reported adverse events of hemorrhage and unretrieved device fragments (udf) were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. The investigation concluded that the most probable cause for the patient event hemorrhage is known inherent risk of device which indicates that reported adverse events are known and documented in the labeling. For the device problem (dart detachment), since the adverse events occurred during the procedure and the device had no influence on event, the most probable cause of adverse event related to procedure is selected.

Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Device code a0501 captures the reportable code of dart detachment.

Event description:
It was reported that, during a sacrospinous fixation procedure using a capio slim device, after loading the dart into the carrier, the suture was tensioned along the capio handle. After the first deployment, the bullet got caught in the tissue and did not return when the device was withdrawn. The physician has pulled the end of the suture material, which was visibly hanging out of the cavity, but the dart broke off and remained inside the patient. The surgical team palpated with their fingers the cavity but neither of them could feel the dart, so they decided to stop as it was causing more severe bleeding. An x-ray was used to locate the dart, but it was decided to leave the dart situ. No patient complications were reported.